Event description:
It was reported that a problem with the patient programmer was reported. The patient was not able to make adjustment both with or without antenna attached. The patient was unable to program the device and every time they go to the doctor's office the stimulation is always off. They were not pressing the off key and it had a tape over it. It was noted: won't do telemetry with or without antenna. No patient harm reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Regarding the programmer, upon device return, analysis found that the antenna jack was tarnished. C300.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3889-28, lot# v055624, implanted: (B)(6) 2007, product type: lead. (B)(4).